Manufacturer narrative:
H6: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro power supply was intermittent. The same unit was used to complete the procedure. The hosp did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question.